Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The perimeter of the patient's annulus was 83.9mm. The patient had a pre-existing left bundle branch block (lbbb). Pre-dilation was performed with a 24mm non-abbott balloon. During the procedure it was noted that there was difficulty advancing the delivery system through the illiac bifurcation on the non-abbott guidewire. The decision was made to exchange the guidewire. While removing the delivery system, the delivery system became stuck on the on the last few centimeters of the guidewire. The guidewire was cut while the delivery system was completely outside of the patient in order to separate it from the delivery system. A 14f introducer sheath was inserted through the right common femoral. A new device was prepared and loaded. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). Post-implant the patient's blood pressure was low and the patient was in junctional rhythm. Echocardiogram confirmed a mild-moderate perivalvular leak (pvl). A post-balloon aortic valvuloplasty (bav) was performed with a 25mm non-abbott balloon. The pvl decreased to trace-mild. The patient required continuous pacing, and a temporary pacemaker was left inside for continuous observation. The following day a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
An event of perivalvular leak (pvl) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported pvl could not be conclusively determined. The patient effect of arrhythmia may be related to procedural complications and/or the patient¿s underlying conditions; however, this cannot be confirmed. The reported interventions are the result of case-specific circumstances, as pacemaker was implanted was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The perimeter of the patient's annulus was 83.9mm. The patient had a pre-existing left bundle branch block (lbbb). Pre-dilation was performed with a 24mm non-abbott balloon. During the procedure it was noted that there was difficulty advancing the delivery system through the illiac bifurcation on the non-abbott guidewire. The decision was made to exchange the guidewire. While removing the delivery system, the delivery system became stuck on the on the last few centimeters of the guidewire. The guidewire was cut while the delivery system was completely outside of the patient in order to separate it from the delivery system. A 14f introducer sheath was inserted through the right common femoral. A new device was prepared and loaded. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). Post-implant the patient's blood pressure was low and the patient was in junctional rhythm. Echocardiogram confirmed a mild-moderate perivalvular leak (pvl). A post-balloon aortic valvuloplasty (bav) was performed with a 25mm non-abbott balloon. The pvl decreased to trace-mild. The patient required continuous pacing, and a temporary pacemaker was left inside for continuous observation. The following day a permanent pacemaker was implanted. The patient status was stable.